Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance and high threshold measurements. The patient was evaluated in-clinic, and several maneuvers showed the rv electrogram (egm) free of noise. No events have been recorded. The patient's cardiac resynchronization therapy defibrillator (crt-d) was programmed to left ventricular (lv) lead only with good results. The rv impedance cutoff was set to 2500 ohms and leadcheck+ was activated. The patient will be monitored by the latitude remote patient monitoring system. No adverse patient effects were reported. Additional information received on 29-oct-2024 indicates an out-of-range shock impedance alert was observed. Technical services (ts) was consulted and troubleshooting recommendations were provided. No adverse patient effects were reported. This crt-d system remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance and high threshold measurements. The patient was evaluated in-clinic, and several maneuvers showed the rv electrogram (egm) free of noise. No events have been recorded. The patient's cardiac resynchronization therapy defibrillator (crt-d) was programmed to left ventricular (lv) lead only with good results. The rv impedance cutoff was set to 2500 ohms and leadcheck+ was activated. The patient will be monitored by the latitude remote patient monitoring system. No adverse patient effects were reported. This crt-d system remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.